Event description:
The facility reported a flogard infusion pump with an "f38 alarm". It is unknown if this event occurred during delivery. Patient involvement is unknown, however there was no report of patient/user injury nor medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was confirmed on site. Service determined that the cause was due to a damaged right force sensing resistor (fsr). The fsr was replaced onsite at the facility, by a field service technician, in order to resolve the issue,

Manufacturer narrative:
(B)(4). Should additional relevant information be received, a follow-up medwatch will be submitted.